Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device recorded a code 1003, indicating the voltage is too low for projected remaining capacity. A request was made to have data analyzed. Data analysis identified potential high impedance within the battery. Continued monitoring was recommended. The device remains implanted and the patient will be monitored at this time. No adverse patient effects were reported.